Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined because the reported event could not be reproduced. However, the reported event may have been caused by the following: -it was caused by the influence of other than the device such as the power environment when using the device. -the internal board temporarily malfunctioned. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) for evaluation. (B)(4) checked the device, but couldnt duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The internal screw was loose and come off. The damper was broken. The device turned on successfully during the inspection. The device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) reported that the device did not start up normally and did not respond when the power switch was pressed. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.